Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. Manual insulin injections were administered to address elevated bg level. The customer reverted to an alternate method of insulin therapy.